Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine follow up. Infection was noted and the device was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. A new pacemaker system was implanted on (B)(6) 2018. Patient was stable before, during and after the procedure.